Event description:
I became sick from side effect of meds, gained weight, shortness of breath, waking up in nightmare, dry cough, weakness, assault due to sleeplike state/numbness, unusual bleeding. I came to the emergency room at the (B)(6) complaining of stomach pain, got shot in stomach and I have not been right since, I cry a lot, feel movement inside of me, and get sick a lot, can't hold much food down. This was in (B)(6) 2015 or (B)(6) 2016, (B)(6) records. Tetra abdominal binder to help with bloating. Had trouble with equipment use, and when I would finish how long it took my blood pressure to be stable. Well I started having side effects and flashbacks after using some of my meds, nightmares, feeling like someone is taking advantage of me when I sleep, I am so used to working and living around other soldiers, loss of interest in work, I had no sex drive after use of some meds and experiencing ptsd, mst and depression, anxious. Reaction from stress test got sick and felt nauseous. I sought medical attention at the emergency room for chest pain and pain in my stomach. The attending physician told me that I had "some form of physical injury to my face, and chest, and that I "suffered from negative thoughts," and had reoccurring thoughts." The attending physician also stated that I suffered from ptsd which was not being treated. I received several "blood test," I have requested, and I am still awaiting the receipt of the result(s) of those test. I am questioning how the drug "cocaine" was found in my urine as I am not now nor have I ever been a drug user. I believe that I could have possibly been the victim of a "date rape" drug, and I requested that a "rape test/examination" be performed, and my request was not honored.